Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 53mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel superficial artery. A 16.0x200x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient's status was stable.

Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel superficial artery. A 16.0x200x150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres. The procedure was completed with another of the same device. No complications were reported, and the patient's status was stable.